Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed cs 078 and cs 064 call service alarms. During testing, the pump could not be exercised for 24 hours due to a duplicated cs 078 call service alarm. The pump case was removed, and the motor assembly was connected to an external power source. The motor stalled, indicating an internal motor failure. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, all of the keypad buttons were intermittently unresponsive to user presses. No damage was found to the keypad cover. The keypad cover was removed, and contamination was found under all button contacts. Battery and cartridge caps were not returned with the pump; test caps were used to complete investigation.